Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and observed a discolored cable. A functional evaluation revealed a hand piece sensor fault. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit.

Event description:
It was reported that the motor drive unit's motor was not working. No case reported. Results of investigation have shown the shaver had a handpiece sensor fault. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.